Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid was found inside the bd¿ luer slip tip syringe. The following information was provided by the initial reporter: "customer found a syringe in the pack with fluid inside."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid was found inside the bd¿ luer slip tip syringe. The following information was provided by the initial reporter: "customer found a syringe in the pack with fluid inside."

Event description:
It was reported that fluid was found inside the bd¿ luer slip tip syringe. The following information was provided by the initial reporter: "customer found a syringe in the pack with fluid inside."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention.